Event description:
Revision of delta x-tend metaglene and glenosphere because of loosening after breakage of screw. Metaglene was loose because of broken screws (2 or 3). Glenosphere was fixed but as attached to metaglene it had to be explanted as well.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Follow-up with the complainant has been conducted for the catalog number and lot number and this information is not available.

Manufacturer narrative:
The device associated to the complaint were returned for analysis. The DHR analysis performed did not reveal any anomalies that could be related to the issue reported on the complaint . A search into the database was performed, no other similar complaint was reported for the affected product codes and lots combinations. The product analysis confirmed the breakage of 2 screws and a worn pe insert. The analysis did not highlight any initial product failure. The product are deteriorated, a precise dimensional analysis was not possible. Based on the information received and the investigations performed, the root cause of the incident could not be determined. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.